Event description:
Additional information was received indicating low pacing impedance measurements continue to be observed. Additionally there were non-sustained ventricular tachycardia (vt) episodes and 2 ventricular fibrillation (vf) episodes due to noise also observed. The physician intends to bring the patient to interrogate the device. There were no adverse patient effects reported. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range low pacing impedance measurement on the right ventricular (rv) lead. The patient was checked and the physician is going to proceed with routine follow-ups. There were no adverse patient effects reported.

Event description:
Additional information was received that two days following the pulse generator replacement procedure (which took place in (B)(6) 2013), noise was still observed on both the ra and rv leads. No out of range measurements or inappropriate sensing/pacing were observed, but the physician still elected to explant the leads as a precautionary measure. Then five days later during the lead revision and upon extraction, the leads both appeared to have a 90 degree bend which was attributed to the implant technique the physician used (which was a very lateral approach through the subclavian vein). The leads were retained by hospital pathology. The field representative stated he would return the leads should they be released from the hospital. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient will continue to be monitored thought routine follow-ups. This investigation will be updated should further information be provided.